Event description:
The following email was received from (B)(6) on (B)(6) 2011 and forwarded for documentation and f/u on (B)(4) 2011. "I have a question about using bionect off-label. I used to inject into a deep fold in my chin area. I normally have restylane put there. I used a small gauge needle like one that would be used with restylane. It did fill in the fold and looks very normal. Have I done any permanent damage since this is supposed to be a topical only drug? I am afraid to ask my dermatologist because I know that they just want to sell me another round of fillers, restylane, juverderm, etc... At a time that I cannot afford it. The last time the restylane did not even last nine months. Thank you for your assistance." An email was sent to the consumer requesting that she contact our 24/7 drug safety call center for further info. We have not heard from the consumer.